Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the system was slow. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by authorized service provider (asp) engineer. Customer confirmed the user thinks the boot time is too long. Asp engineers checked the equipment on site and all functions of the defibrillator were normal. Inform the customer that everything is normal. The efficia dfm100 defibrillator monitor was determined no problem found.